Event description:
The patient reported their receiver site opened up and was bleeding. As of (B)(6) 2025, the receiver site bleeds, then scabs, and then repeats. The patient is awaiting a revision procedure. However, a date has not been provided. No further information is available at this time.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, and not prepping the surface of the skin with an antiseptic solution have been ruled out. Potential causes of the reported issue include: patient non-compliance, touching or picking at the wound, not irrigating the incision site with an antibiotic solution before closure, not using antibiotics pre-operatively, using inappropriate tools, multiple tunneling attempts, and the patient having contraindicating conditions. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the receiver site opening up and bleeding is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported their receiver site opened up and was bleeding. As of (B)(6) 2025, the receiver site bleeds, then scabs, and then repeats. The patient is awaiting a revision procedure. However, a date has not been provided. No further information is available at this time. Additional information was provided on september 09, 2025. An explant procedure was performed and the device will be cultured. Additional information was provided on october 16, 2025. The cultures of the explanted device revealed a staph infection. Additionally, athrocentesis was performed which was positive for mrsa.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, and not prepping the surface of the skin with an antiseptic solution have been ruled out. Potential causes of the reported issue include: patient non-compliance, touching or picking at the wound, not irrigating the incision site with an antibiotic solution before closure, not using antibiotics pre-operatively, using inappropriate tools, multiple tunneling attempts, and the patient having contraindicating conditions. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the receiver site opening up and bleeding is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.